Manufacturer narrative:
Concomitant devices continued ((B)(6) 2009): angioguard embolic protection device, catalog number 701814rec, lot number 70108534. Concomitant medications continued ((B)(6) 2009): heparin was administered during the procedure. Aspirin and clopidogrel were administered pre and post-procedure as well as upon discharge. This device is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the (B)(4) study indicated that the patient was a (B)(6) male with a medical history including hyperlipidemia, abnormal stress test, history of smoking (>5packs of cigarettes), diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization, hypertension and high risk criteria with chf (class iii/IV) and/or known severe left ventricular dysfunction lvef and a 70% stenosis that has not or cannot be revascularized. Pta was performed on a lesion in the proximal right internal carotid artery that was first treated with a 7mm extra support angioguard rx embolic protection device and deployment of a 9x30mm precise pro rx stent. Approximately 5 months later, the patient died shortly after discharge from the hospital for a cardiac related problem but his cardiologist's office did not have any additional information. The product remains implanted in the patient and is thus not available for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This event has been attributed to a cardiac cause of which the patient also has an extensive history. There is no medical evidence that this event is related to the study device.

Event description:
As it was reported by the (B)(4) study, the patient died approximately 5 months post procedure after discharge from the hospital for a cardiac related problem but his cardiologist's office did not have any additional information. The adjudication minutes disagree with the previous diagnosis as reported by the site that the contributing etiology for the patient's death approximately 5 months after the index procedure was cardiac in origin. The adjudication notes that it was neurological in origin. Pta was performed on an 85% occluded lesion in the proximal right internal carotid artery of 20mm in length in an 8.0mm vessel diameter with mild vessel tortuousity. The lesion was, eccentric, ulcerated and mildly calcified. A 7mm extra support angioguard embolic protection device was successfully deployed, the lesion was pre-dilated then a 9x30mm precise pro rx stent was successfully deployed. The residual diameter stenosis measured 0%. The patient was neurologically intact upon leaving the angio suite.